Manufacturer narrative:
Examination was not possible as no product was returned. The root cause could not be determined. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the femoral component.